Manufacturer narrative:
The complaint was investigated. Investigation showed that the customer was incorrectly calibrating the system and likely using sg values for bg calibration. This is not the intended use of the device. Investigation did not find any malfunction with the overall system performance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where user experienced hyperglycemia due to inaccuracies in sensor readings which resulted in hospital visit. User was high on ketone measurement and treated with saline and was discharged 4 hours later.